Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated sections: g4, g7, h2, h3, h6, h10, h11 . Corrected section: a2 - weight changed from "kgs" to "lbs". Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device: (10/13/22) the device was returned to the factory for evaluation on 06/25/2021. An investigation was conducted on (B)(6) 2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The c-ring was observed to be transected and melted in the center of the c-ring. No other visual defects were observed. Based on the returned condition of the device, the reported failure "c-ring break" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Additional complaint record has been created due to unrelated failure mode (s) tw ID (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, upon inspection, the c-ring was broken. No items were retained in the patient. Nothing fell into the patient. A second evh was opened to complete the case without further incidents. No patient injury reported.